Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. (B)(4). A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a broken fan guard, filter and retainer/grid. There was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 15may2019, date of report : 31may2019. The manufacturer's international service technician confirmed the reported fan guard issue. The manufacturer's international service technician replaced the defective fan guard to address the reported problem. The device was returned to service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.